Event description:
Reportedly this stent was used in the biliary. The stent would not hold open to an appropriate degree. The vessel was not predilated, however films show vessel to be very clear. Another stent was deployed inside this stent to open it up. No pt injury reported. No further imfo. Preovided.